Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The replaced portion of the external driveline was received for investigation. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room due to driveline fault alarms. The system controller was exchanged and the patient was monitored for a couple hours and then was released home. It was reported that as soon as the patient got home the alarms reappeared. The patient¿s driveline reportedly had some visible wear and tear. The system controller log file was submitted for review by the manufacturer's technical services representative. And showed potential compromise to the driveline. On (B)(6) 2016 an external driveline replacement was performed by technical services. Two days after the driveline replacement procedure, when the patient¿s driveline holster bandage was removed, the driveline fault recurred, indicating that the driveline compromise was likely internal to the patient. The patient has been asymptomatic. No further information was provided.

Manufacturer narrative:
No issues were found during the evaluation of the returned portion of the driveline. Approximately 22 inches of the replaced distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline found all wires to be electrically intact. Removal of tape around the outer silicone jacket revealed a small tear in the jacket approximately 10 inches from the metal connector. Removal of the outer silicone jacket and clear bionate layers revealed some breakdown of the braided shield approximately 2 to 3.5 inches from the metal connector; however, visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. Manipulation of the wires found each wire was intact. The report of driveline fault alarms was confirmed based on the evaluation of the submitted log file; however, a correlation between the event and the evaluation of the returned portion of the driveline could not be determined. Attempts were made by the manufacturer to obtain additional information regarding the patient¿s status; however, no information was received. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.